Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor range error" error code. The device was in clinical use when the issue occurred; the device was kept in use when the alarm occurred. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The customer reported that the device displayed a "check vent: proximal pressure sensor range error" error code. The sales representative removed the device from service. A philips service engineer (se) reported that the device was evaluated. It was reported that the occurrence, "check vent: proximal pressure sensor range error" (diagnostic code: 110d) was confirmed in the event log; however, the issue could not be duplicated at the repair center. The se noted that the repair was canceled by the customer, the device was returned to the customer without being repaired.